Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have received inappropriate shocks for atrial fibrillation (af) with rapid ventricular response that the implantable cardioverter defibrillator (ICD) detected as ventricular fibrillation (vf). Additionally, artifact was noted on archived monitored ventricular tachycardia (vt) detections; however, oversensing was not indicated. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.